Event description:
It was reported that the patient had a no external power. A review of the log files revealed low voltage hazard and no external power alarms on (B)(6) 2022 at 0941-1102 showing intermittent loss of power to the mobile power unit (mpu). This enabled the backup battery in the controller and appears that the patient switched to battery power after these events. The patient believed they lost power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 40 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Intermittent no external power alarms were active on (B)(6) 2022 from 09:41:27 ¿ 11:02:56. These alarms occurred while connected to the mobile power unit (mpu) and appear to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, the cause of the no external power event was identified, if the mpu was exchanged/ removed from service, and if the mpu would be returned for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook, rev. C, and heartmate ii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.